Manufacturer narrative:
The investigation was carried out by ats (B)(4). The dowel pin of the housing is missing. Untypical noises and vibrations during a function test. Under load, the hand piece becomes quickly very hot. The front ball bearing is broken and the inside of the housing is soiled. The mounted tool is loose. The nozzle is broken. A review of the device quality and manufacturing history records was not possible because the device is a purchased part. Based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient maintenance of the device. According to (B)(4) a CAPA is not necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: france. During the extraction of a wisdom tooth, the patient received 2nd degree burns.